Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient¿s implantable neurostimulator (ins) was implanted in their back when it was supposed to be in the front so they had to redo the surgery.

Manufacturer narrative:
(B)(4)

Event description:
Received info the pt experienced a loss of therapeutic effect over the last two months. According to the pt's family the device had "flipped a couple times". Programmer is working but pt feels very little stimulation at 9 volts and no pain relief. Additional info reports the pt had a right total knee arthroscopy on (B)(6) 2010 and since that time felt her ins had moved. Ins was reprogrammed on (B)(6) 2010 without success. Pt also experienced a shocking sensation when she turned her ins on. The device was replaced on (B)(6) 2010 and positioned in the pt's abdomen. Once pt was reprogrammed she had therapeutic stimulation again and good pain control. No issues have been reported to the hcp since the ins was replaced.